Manufacturer narrative:
(B)(4). G2 - foreign: event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, upon opening the blister packaging of the tibial implant, a hair was found inside the package. A backup implant was subsequently used to complete the procedure. There were no reported consequences or adverse impacts to the patient. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.